Event description:
Patient came to clinic complaining of pain in his left arm starting at his elbow and radiating to his shoulder. Patient did not have any swelling signs or symptoms of infection at site. Mds paged and ordered PICC to be removed. Doppler studies ordered and patient was found to have a dvt. Patient was sent to ER for treatment. PICC placed by vascular approximately one month prior.(5 fr., 18 g, double lumen, power PICC).